Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with cracked rear case, cracked batteries compartment, and contaminated of fluid. Event history log review was performed and found no evidence of reported problem. Visual inspection, and functional check were performed. The customer's reported problem was confirmed. The investigation found cracked rear case on the upper corner of the batteries compartment but unable to repeat the "intermitting when powered on" issue. However, investigation found contaminated of fluid ingression and cracked batteries compartment. The investigation recommended the pump rear housing to be replaced with cracked batteries compartment and contaminated of fluid ingression. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump had cracked rear case and intermitting when powered on. No patient involvement reported.